Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.6; lab: 1.9. Caller also got error 114 when tested 2nd time this morning. She initially got a 1.4 inr then retested and got error 114. Caller just started using the meter recently and her target range is between 2.0-3.0 inr on the meter. She stated, they increased the dose 2 days ago on her coumadin because, she had 1.6 inr with meter and lab got 1.9 inr.

Manufacturer narrative:
End-user reports discrepant accuracy result and errors. One hundred fourteen errors may be generated if device is not used as directed/indicated. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test 1; inratio: 1.6, lab: 1.9; mean: 1.75; confidence limits: 1.2-2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product testing is required. End-user provided two inratio results and one lab result. Inratio result 1.4 does not include direct data comparisons between inratio and another system, or replicate data points with inratio. Insufficient data to confirm discrepancy. The comparison of both inratio and reference values of user are within the confidence limits and meet accuracy criteria. Product deficiency not established. No further investigation required. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.